Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of an 85 mm abdominal aortic aneurysm. It was reported that the patient did not go to any follow up appointments post implant and died at another hospital. The physician was unable to determine the cause of death. No additional clinical sequelae were reported.